Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that 4590 fms solo irrigation pump device was not maintaining pressure. Another like device was used to complete the procedure. There were no patient consequences or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was not maintaining pressure, was confirmed. An internal worn gear was found, which was identified as the root cause of the pressure not reaching in the device. Also, there were scratches on the device. The defective parts were replaced and the device was tested and found to be working according to specifications. The worn gear was most probably a result of prolonged usage of the device over time. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05-jun-2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.